Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that he was unable to thread the cover screw or the healing abutment into the implant. Consequently, the implant was removed and another implant was placed.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection with a mating implant mount and cover screw. The collar of the implant shows significant signs of wear about the hex, and internal thread damage. The cover screw is also significantly worn about the threads and hex. The reported healing abutment was not returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: abutment selection guide: select the proper abutment collar height by measuring the height of the healing abutment above the tissue on the buccal surface, not including the domed portion. Subtract this measurement from the total height of the healing abutment. Complaint indicates the implant was unable to assemble with the cover screw and was not able to assemble with a healing abutment. The returned implant and cover screw were functionally tested together. It was noted that the cover screw would not assemble with the returned implant. The implant was then tested with a house cover screw, resulting in a similar lack of seating. It is therefore confirmed that the implant internal threads are damaged. The returned cover screw was tested with a house implant, and it was able to seat fully. The cover screw is not functionally deficient. The alleged event was confirmed during inspection. It was noted that the implant was too badly damaged to assemble with threaded devices. A root cause for this complaint could not be determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.